Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced with a competitor's product due to charge time measurements of 13-14 seconds. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.